Manufacturer narrative:
Device evaluation: returned device was received with damaged lens. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. No fault found. Based on problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 displayed a dso error. No adverse patient effects were reported.